Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the vision instructions for use (IFU) states prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during unpackaging, a 3.0x18 rx vision stent delivery system (sds) was pulled out of its dispenser hoop without issue and the protective sheath was removed without resistance. The sds was prepped per its instructions for use. The sds was then advanced via femoral access without resistance to a lesion in the left anterior descending coronary artery and inflated when it was noted that there was no stent on the balloon; the sds was withdrawn from the anatomy. The stent was found on the packaging stylet located on the table; it had dislodged prior to use in the anatomy. Another vision was used without issue to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.